Event description:
Reporter noted corneal burn during procedure. Prognosis reported as good. Additional information received noted surgeon has enlarged incision size used since event, and has no further problems. No longer feels this is handpiece related.